Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿¿bone and joint institute, john hunter hospital, australia¿. The article can be found at https://doi.org/10.1177/1938640020953029. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿bone and joint institute, john hunter hospital, australia¿. The title of this report is, ¿jones fracture treatment: a novel surgical technique and case series¿, published on october 7, 2020, which is associated with the stryker ¿fixos forefoot & mid-foot screw system¿. The article can be found at https://doi.org/10.1177/1938640020953029. This report includes an analysis of the clinical data that was collected on 26 patients, and the cases in this study range from august 2002 to september 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, it was reported that 1 patient experienced deep vein thrombosis at 8 weeks postoperatively, which was managed with rivaroxaban for 12 weeks.